Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. After the evaluation of the device, the third-party service center concludes that confirmed the customer complaint and device corrected. In addition to the above findings, it was also determined that the damaged buttons on upper enclosure. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2025-002342. This report was submitted as a duplicate report of the previously submitted report.¿